Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod had been worn for approximately 48 hours on their abdomen when they noticed that their blood glucose (bg) levels rose to greater than 300 mg/dl (16.7 mmol/l). They successfully changed the pod and the bg level returned to normal. The reporter stated there was also bleeding noted at the pod site. The device evaluation found a tear in the cannula.